Manufacturer narrative:
Inspected 1 opened/used enlite sensor and perform continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test and sensor failed with high readings.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend and that the sensor is not reading accurately. Customer also indicated that calibration errors have been received during normal use. The customer indicated that the sensor glucose was 108 mg/dl and blood glucose was 220 mg/dl. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Customer was advised that the sensor would be replaced and to return the sensor for analysis.